Event description:
According to the complaint text, an incident occurred with a customer's il 482 co-oximeter in their neonatal intensive care unit. Calibration was successfully performed on the instrument, as were three acceptable levels of controls; however, the methemoglobin results were questionable (met hgb result between 5-10 for neonates receiving nitric oxide therapy). The problem was later determined by service to be due to the hemolyzer. The part was replaced and results were checked and correlated to an alternate site. Based on these elevated methemoglobin values, patient's (neonates) were treated more aggressively before the problem was discovered. There is no indication from the complaint or a follow-up letter from the site that the neonates involved were adversely impacted by the more aggressive treatment.